Event description:
It was reported that patient underwent a surgical procedure to reposition his artificial urinary sphincter (aus) balloon due to herniation. The component was explanted and replaced. No adverse patient effects. Additional information was requested, however no further information was available.